Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400s mg/dl). Ketone level was moderate and considered as being dangerous by a healthcare provider. Bolus, insulin injections and water were consumed to address bg/ketones. Pump system check with tandem technical support (cts) found the time and date setting were off by a day. Customer did not know when or how the settings became incorrect. During follow up, customer reported that elevated bg may not be due to the pump or supplies as she had not been using the pump for 4 days and bg remained elevated. Pump data was reviewed by cts and no pump issues were found that could have changed the date and time. It was found that the pump was in storage mode for 4-5 days due to normal battery depletion after not being charged, and possibly contributed to the date/time change (user guide instructs the customer to charge the lithium battery 15 minutes per day). Multiple attempts were made by cts to follow up with the customer and convey the pump data; however, customer did not reply.